Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient died on (B)(6) 2017. Cause of death was multi-system organ failure. No further information provided at this time.

Manufacturer narrative:
Product analysis : (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.98 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Log file analysis revealed a decrease in power consumption, followed by an increase in power to within the normal operating range, on (B)(4) 2017; 39 low flow alarms were logged since (B)(4) 2017. Internal pathology report revealed no evidence of thrombus within the pump. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the investigation conducted, the returned pump performed as intended. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 states patient was buried with device and site disposed of peripherals. Physician on site stated death was not related to device. No further information provided at this time.